Event description:
A surgeon reported having a pt with an unexpected postoperative refraction eight years following intraocular lens (iol) implant surgery. The lens was implanted by a different surgeon. The pt is satisfied with the results. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for ths reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 07/05/2011 and 07/11/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).